Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: some arms were missing the wheels that attach to the mechanism connecting to the robot arm. Some arms had exposed wiring. Some arms were non-functional. Some arms had cabling that had snapped at the elbow of the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis/proximal clevis/other (describe location). A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed the electrical continuity test. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Common causes of broken instrument conductor wire - bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.